Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the replacement of the recharger didn't really resolve the coupling problem. They state it is the same. They have had a hard time coupling most of the time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the physician stating that it appeared as though a lead was not optimally placed based upon the imaging and her lack of thresholds. They were not the patient's physician at the time but they believe they were informed years ago and a revision was offered (not definitive), but as she was experiencing benefit, no repeat procedure was done. They are reported to be responding well to her dbs. It was further reported her main issue was with the difficulty coupling with her device. They added her on as an urgent visit and they were sent a new device and have been able to charge since then. The possible poor placement of the lead was done at another institute.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3387s-40, lot# va09evpv02, product type: lead. Product ID: 37601, serial#: (B)(4), product type: implantable neurostimulator. Product ID: 37601, serial#: (B)(4), product type: implantable neurostimulator. Product ID: 3387s-40, lot# va09evpv02, product type: lead. Product ID: 37751, serial#: (B)(4), product type: recharger. Product ID: 37612, serial#: (B)(4), implanted: (B)(6) 2019, product type: implantable neurostimulator. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 30-may-2016, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(4), ubd: 30-may-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for dystonia and movement disorders. It was reported that patient had a rechargeable device placed yesterday due to normal battery depletion, patient stated that patient had hd settings and they wanted to put in a rechargeable device versus a primary cell device. Patient stated they were told to charge, patient was redirected to the health care professional (hcp) to discuss if ok to charge yet. Patient stated they cannot get it to charge, and it was reviewed for the patient that it could be swelling and directed back to hcp. On (B)(6) 2019, the manufacturer's representative (rep) called in and stated that patient has dystonia and high settings. Patient went to charge their ins on the (B)(6) and the rep noted that they do not believe that patient was given any authorization from the doctor to charge. Patient noted getting 8 coupling boxes. Patient made rep aware on (B)(6) that they were having trouble charging, ins dropped from 75 to 50%. It was reviewed that it is vital that doctor authorizes charging post implant to avoid infection, reviewed charging practice, checked system/incision. It appears none of these have occurred patient just immediately attempted to charge. Additional information was received stating that the patient did follow up with the doctor, and was at the doctor's office at the time of the call. The ins was at 25% and it depletes rapidly because of high therapy parameters. The doctor has a recharger in the office and they were able to get it coupled with an ins in the office but the patient's recharger does not couple. The caller stated that they are going to charge the ins in the doctor's office. The reason for the call was to get a replacement recharger sent to the patient but the caller was not with the patient. On (B)(6), patient called back stating they met with the doctor yesterday and was able to charge the ins with hcp's recharger. Patient stated they were in the office from 10:30/11:100 am until 3:00pm and was able to charge ins to 75%. Patient states after charging ins they checked battery level with patient programmer, which showed 75%. Patient is calling to order a new recharger. No symptoms were reported. Additional information was received: it was reported that the patient called in to report that their insr couldn't fully charge. They also mentioned some issues in the past where they had speech issues and their leads on their previous ins were ¿put in off target.¿ the patient stated that the issue with speech occurred in 2015 and a ¿couple of times on and off¿ since then. The patient stated that they hcp had their ins at higher settings due to the leads being ¿off target,¿ and that the hcp felt like they had gotten it close enough that they deemed it unnecessary for the patient to have another surgery. The patient¿s main reason for calling was for their insr not fully charging, but reviewed that since it was replaced it was likely due to their high settings on their ins. There were no further complications reported.